Event description:
During an endoscopic retrograde cholangiopancreatography, ercp, for stone removal, the physician used a cook memory eight wire basket. It was reported that the user opened the mb5-2x4-8 device and the nurse discovered that the one basket wire was broken. User changed to another new mb5-2x4-8 to use normally. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture and video provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photo and video provided confirmed the report. The photo provided shows the distal end of the device with the basket advanced. The basket has a broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The video provided also shows the distal end of the device with the basket advanced. The user gently compresses the distal tip to highlight the presence of the broken wire. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo and video provided confirmed the report of basket wire breakage. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.